Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction codes reappear, which the caller acknowledged and understood.